Event description:
It was reported in a publication that 3 patients had symptomatic complications after monosegmental interventions. Two patients had symptomatic complications after trisegmental intervention. All 5 of these patients had a radiculopathy that was treated with decompression. 122 patients experienced a new vertebral fracture within the first pre-operative year. 201 patients experienced cement extrusion. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.